Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched onsite to investigate. The reported issue could not be reproduced during testing but confirmed in the serial read out. The motorendstage board was replaced and subsequent testing found no further issues. The device was returned to service. However the relaced board requested and returned to munich for further investigation. The reported issue could neither be reproduced nor be confirmed. During the visual inspection, the functional testing and the hardware analysis no abnormalities and deviations could be found. Also a stress test in the climate chamber as well as an endurance test could not identify any issues. A review of the DHR did not identify any deviations or nonconformities relevant to the issue. As the issue could not be reproduced or confirmed, a root cause was not identified.

Event description:
Livanova (B)(4) received a report that a s5 roller pump displayed an error message during setup. The customer reported that he was able to solve the issue with a restart of the pump. There was no patient involvement.